Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service could not confirm the customer's complaint. During the device evaluation, light cover glasses adhesive was pitted, and fluid was evident. The optical cover glass was chipped, and the adhesive was pitted. The distal end adhesive was found lifting and the control body was leaking. In addition, marks were found on the image and the image was misty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probable causes include: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Following the instructions for use (IFU) may prevent the occurrence of the event: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that a gastrointestinal videoscope had a blurry image. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.